Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) used hemostasis introducer sets, with packaging, were returned for evaluation. Both returned sets were visually examined, and it was noted that both gaskets were oblong and did not close fully. Both sets were pressure tested, per specification, with leakage observed at the gasket location. Therefore, the reported defect was confirmed. In addition, the five (5) retain samples were visually and physically tested, per specification, with passing results. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Although the defect was confirmed, the exact root cause cannot be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has not yet been received for evaluation and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: event 1: excessive leaking occurred with the valve. Blood leaked back during the procedure. No adverse event reported.